Event description:
Noise on the signal from wovenflexie diagnostic catheter noted by physician. Cable connection was changed but there was no change in amount of noise so the decision was made to change the diagnostic catheter.